Manufacturer narrative:
A ge service representative has not visited the site as of yet. However, an inspection is intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system's dose exceeded the allowance in two modes. No report of patient or staff injury.